Event description:
It was reported that the subjected device had no image. The event occurred during set up before the patient entered into room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.